Event description:
It was reported that during a ureteroscopy procedure, the fiber broke at the insert point of the adapter. There was no piece of fiber that fell into the patient. The procedure was completed using another fiber without patient complications.

Manufacturer narrative:
B1. Adverse event/product problem: correction. D4 unique identifier (UDI): correction.

Event description:
It was reported that during a ureteroscopy procedure, the fiber broke at the insert point of the adapter. There was no piece of fiber that fell into the patient. The procedure was completed using another fiber without patient complications.